Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that a falsely elevated cancer antigen 19-9 (ca19-9) result was obtained on an advia centaur xp instrument. The customer had a sample that recovered 283.06 and 234.13 u/ml with advia centaur xp ca 19-9 kit lot 467 but when the sample was tested with two alternate ca 19-9 assays it recovered <2 u/ml and 9.10 u/ml respectively, which were reported to the physician. When the sample was diluted 1:10 it recovered 612.7 u/ml with the advia centaur xp ca 19-9 assay. All quality controls for ca19-9 were within the normal ranges. The patient has cirrhosis of the liver. The customer was not able to provide a list of medications/supplements the patient was taking. There is no sample that can be sent to siemens for evaluation due to china customs issues. The instructions for use (IFU) states the following in the limitations section: "warning: this device is not indicated for screening or the early detection of pancreatic cancer or as a diagnostic tool to confirm the presence or absence of malignant pancreatic disease. Do not predict disease recurrence solely on levels of advia centaur ca 19-9. Normal levels of advia centaur ca 19-9 do not always preclude the presence of disease. Note: do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Furthermore, patients known to be genetically negative for the lewis blood group antigens will be unable to produce the ca 19-9 antigen even in the presence of malignant tissue. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals. Even patients who are genotype positive for the lewis antigen may produce varying levels of ca 19-9 as the result of gene dosage effect. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay specific values to evaluate quality control results." The instructions for use (IFU) states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." A review of internal data indicates advia centaur xp ca 19-9 kit lot 467 is performing as intended. The cause of the discrepant results seen by the customer when using advia centaur xp ca 19-9 kit lot 467 could not be determined but siemens cannot rule out pre-analytical factors, a sample issue, or normal assay performance.

Event description:
A discordant, falsely elevated cancer antigen 19-9 (ca 19-9) result was obtained on a patient sample on an advia centaur xp instrument. The falsely elevated result was reported to and accepted by the physician(s). The sample was repeated on the same instrument undiluted and at a 1:10 manual dilution, generating high results. The customer then repeated the sample on two alternate methods which generated lower results which were reported to and accepted by the physician(s). There are no reports that treatment was altered or prescribed or adverse health consequences due to the discordant advia centaur xp ca 19-9 result.